Event description:
It was reported that during implant, the device had no telemetry and no pacing. The device was disconnected and reconnected to the lead, but again there was no output and no telemetry. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, no anomalies found.